Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the straight suction was damaged and was found during a case. The suction was visibly bent so the site used another suction to complete the procedure. There was no delay in the procedure and no impact on patient outcome.